Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed small display assembly and display to pump board cable to function as intended throughout the evaluation. Per data log analysis, the system log only goes back to (B)(6) 2019 and does not cover the incident date. Only two of the three large roller log files are completed. One of the larger roller log files only contains the top line and does not have entries for the incident date. The two completed log files do not show any indication of a problem. For a display issue it is not unusual to have no indication in the log.

Manufacturer narrative:
Per the perfusionist, the pump was being used in the sucker position. She noticed that the pump screen was blank about 15 minutes after running, but was still functioning properly. She could turn it up or down, on or off, and it continued to work. The field service representative (fsr) replaced the display with knob and display to pump cable. The unit operated to the manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump local display went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.